Event description:
It was reported that the patient went into ventricular tachycardia at 15:45 on (B)(6) 2013 and multiple shocks were delivered successfully to the patient with the device. The device user reported that when an additional two (2) defibrillation shocks were attempted, the device completed the defibrillation charge but reportedly lost power when the user pressed the shock button. A second device (unknown type or brand) was immediately available; however this was not used as the patient converted to a normal sinus rhythm on their own. The patient survived and did not experience any adverse affect as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device will be returned to the customer for use. A conclusive cause of the reported problem could not be determined.